Event description:
Customer reported that the sensor has been reading lower and higher than the blood glucose value. Customer reported that she received a false low glucose alert and the insulin pump was alarming threshold suspend. Customer stated that later her blood glucose was 60 mg/dl and the insulin pump did not go into threshold suspend because the sensor was reading 90 mg/dl. Customer stated that her current blood glucose was 156 mg/dl and sensor reading 132 mg/dl. Customer was advised that it is within the acceptable range. She stated that she noticed that the tip on the sensor was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacturer report number 2032227-2014-48074 regarding the insulin pump.